Event description:
Directly after started and connected the patient with 100ml/min bloodflow-rate a blood leak occurred. Patient lost approximately 100ml blood, it was not returned. No medical intervention needed. Type of machine: ak200s.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.